Manufacturer narrative:
(B)(6). Date of infection is not known. Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient, who was implanted with a synthes distal radius plate and screws on (B)(6) 2017, experienced an infection at the implant site. The patient was revised on (B)(6) 2017, when the plate was left implanted and four 2.4 mm variable angle locking screws were explanted. Four of the screws were replaced with three new screws (12 mm, 16 mm and 20 mm lengths x 1 each). The patient's wound was cleaned out and the surgeon re-positioned and replaced the screws to get the better purchase of the patient bone. One of the screws was not replaced. The surgeon felt that making the construct more stable would be more beneficial for the patient than just cleaning the wound alone. There were no reports that the device had loosened, migrated, backed-out or malfunctioned. The patient was reported to be on steroids and be subsequently immunocompromised. The patient was reported to be stable at the end of the procedure. It is unknown if the infection has subsided. This report is for one (1) 2.4 mm va locking screw stardrive 16 mm. This is report 2 of 5 for (B)(4).